Event description:
It was reported that during a percutaneous coronary intervention (pci), removal difficulty was encountered. The 99% stenosed target lesion was located in the severely tortuous apical mid left anterior descending artery (lad). The physician placed a non-bsc guide wire across the lesion. The 15mm x 2.0mm nc quantum apex balloon catheter was advanced into the lesion. The balloon was inflated to 18atms. During withdrawal, the physician was unable to remove the balloon catheter. The guide wire became stuck in the shaft of the catheter. The catheter and the guide wire were removed together from the patient and the procedure was completed with a 2.0mm catheter balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).